Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm, time clock and audio/beep anomaly noted during testing. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was not advancing. Customer stated that the insulin pump had high pitch alarm. The insulin pump will be returned for analysis.